Event description:
Consumer called to report getting different readings when using their family member's paradigm link meter. Analysis run on clark error grid using mean average reading (235) as ref.point vs. Bd readings of 400, 178, 128 yielded data points in the c zone of the grid, outside of acceptable limits.